Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. The pressure regulating balloon (prb) component of the existing aus was explanted and replaced with a new prb. It is unknown if the explanted prb is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.